Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total left knee arthroplasty due to degenerative joint disease osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a stage 1 of a 2 stage revision with a temporary static antibiotic spacer, due to loosening, lysis of adhesions, range of motion difficulty and pain to the left knee. The surgeon indicated there was no clear evidence of infection and cultures were sent for evaluation. The provided medical records do not include the lab results related to the submitted cultures. The surgeon noted the patella was stable and retained. He reported the tibial component was loose and came out clean of cement. The femoral component was removed in the procedure. The patient was implanted with unknown spacer system and there were no complications to the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2018 (lt knee).